Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151586.

Event description:
It was reported that the right atrial lead was explanted due to an unspecified issue. The lead was successfully explanted without reported adverse patient consequences.